Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reportedly, the infection has resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an infection at the ipg site, with swelling and fluid drainage at the site. To address the issue, the physician prescribed oral antibiotics. After several days with no improvement, the physician opted to explant the system.